Event description:
The bivona pediatric tracheostomy tube IFU states that for sterilization of this product a 40-minute gravity cycle timeframe is indicated. In contrast to this, the sterilization packaging and the chemical integrator IFU's required to process the product both indicate a sterilization parameter that may not exceed 30 minutes. The manufacturer confirmed that a 40-minute sterilization time was accurate and stated that their testing parameters were conducted on commercial sterilizing equipment with specialized packaging that could attain the requirements indicated in the IFU. As a product frequently used in hospitals, these parameters are not compatible with hospital-grade sterilizers, packaging, and sterilization products.